Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and passed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over one hour is reportable, however, a loss of connection less than one hour is within specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.